Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 94 was confirmed during device evaluation. The assignable cause was identified as a damaged main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted. The facility representative reported a flogard infusion pump with a failure code of 94. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.